Manufacturer narrative:
Previously reported elevated ldh reported under medwatch MFR #0002916596-2014-01480. Approximate age of device ¿ 3 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) levels and lvad low flow estimation from an early postoperative stage. It was reported that it had became difficult to achieve the necessary flow for the patient, and the surgeons decided to exchange the pump on (B)(6) 2016 due to suspected pump thrombus. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned pump. Examination of the pump revealed a white/dark red, tissue-like deposition adhered to the inlet stator bearing cup and rotor bearing ball. The deposition had a ring-like structure and areas that were denatured, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Examination of the pump also revealed a white, soft deposition loosely seated on the outlet stator. The deposition did not show evidence of laminated layering or denaturing and there were no contact marks on the rotor to indicate that it was present while the pump was operating. The evaluation could not conclusively determine the origin of this deposition. Although a specific cause for the depositions and a timeframe for which they were in the pump could not be determined, they would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and low flow readings. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.